Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, a radiopaque artifact was observed with x-ray imaging. This occurred when the lv lead was being placed between the external and internal catheter. The artifact continued to advance along with the lead and the guide catheter. Subsequently, a different lv lead was attempted but it could not be advanced any further than the radiopaque artifact location and it was removed without incident. X-ray images are planned to be sent for further evaluation to determine the origin of the artifact. No procedural adverse patient effects were reported however, it was later reported the patient passed away from a necrotizing fasciitis from a wound located in the inguinal area. The physician reported the resulting sepsis was unrelated to the system implant. This catheter was returned for laboratory analysis.

Manufacturer narrative:
Upon return, this product was analyzed. Visual inspection noted the shaft was cut down. There was no damage noted to the inside of the catheter. A review of the acuity risk document was completed. The potential root cause(s) and controls for complaints of this nature were identified. Based on review of this data, this complaint does not represent a new or unanticipated event. The reported advancement difficulty could not be confirmed; however, cutting difficulty was confirmed.